Manufacturer narrative:
The product was not returned; therefore, product analysis is not possible and conclusions related to product use or contribution cannot be made.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient had screws placed in both feet. At an unknown time post-op, it was reported that the screw fractured at the threading. Discomfort started in the left foot several months after the surgery. Patient returned to have a radiograph which showed the fracture of the screw. According to the surgeon, the screw had broken, but did not cause the failure of the surgery. A radiograph of the right foot also revealed the same screw fracture. No further details are known at this time.